Event description:
It was reported that the patient moved from (B)(6) to (B)(6) and was unable to get a doctor that would refill the pump. The patient had to return to (B)(6) twice to have the pump refilled. The patient's spouse died and the patient returned to (B)(6); however, by that time the previous doctor refused to see the patient because the pump hadn't been filled for 3-4 months, maybe longer. The patient was able to obtain prescriptions from her family doctor but he wasn't willing to continue doing that. Per the reporter, the patient had gone to the emergency room in (B)(6) to have the pump filled with saline but they refused to touch the pump. The patient experienced 'a lot of pain' and was having to spend a lot of time in bed. It was later reported that the patient still did not have a doctor who would work with her. Per the reporter, the patient stated that she can't spend the rest of her life in bed. She was getting along real well with her pump and she'd been using pain medication and now can't even get that anymore.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2008: product type catheter. (B)(4).

Event description:
It was later reported that the patient was getting a new pump and had an appointment with a new doctor on (B)(6) 2013.